Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer as of today, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem.

Event description:
I was using this item and the plastic was so big, and it stuck in my gum in the back and it had a sharp end and it is very big, it is supposed to be pointed but these are a box shape and it went in to my gum, and then I was using the floss, and it broke off between my teeth, and I had to go to the dentist and get the floss out. I went to the dentist on friday, (B)(6) 2014 and (B)(6) 2014, and I am going to call them today, to see if they can see me today, because there is so much pain around my gum. The gum liner is coming down, and the dentist looked like she was in shock. My mouth now has a big bubble on the right side about 3 teeth going to the back of my mouth, and it is my top teeth and my top gums is affected. This has been going on for 3 weeks and I purchased them about 5 weeks ago. I will keep the items and wait for someone to call me